Event description:
Customer reported the alarm is sounding intermittently. Customer reported when the rj11 clip on the sensor pad is inserted into the alarm and when the cord is moved the alarm sounds, discovered during set up prior to placing ino use with a pt. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm was tested several times and it sounds each and every time, even if the rj11 cable of the sensor is wiggled. However, the battery springs are bent. There are cracks in the case and the liquid label is missing. (B)(4).